Event description:
It was reported that "faults: display goes blank intermittently during procedure, the procedure was extended less than 30 minutes and the hospital stay was not extended". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).